Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the superficial femoral artery. A 100mm epic stent was advanced and implanted in the lesion however the recently implanted stent appeared to have stretched to 120-130mm under x-ray. Another 100mm epic stent was deployed inside the first stent and the procedure was completed. No patient complications were reported and the patient's status was okay.